Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on operation room before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported the patient's right hip was revised due to: elevated ion levels, trunnion wear, and metallosis. A head and liner exchange were performed (rep confirmed there are no allegations against the revised liner). An lfit v40 cocr head and 36e 10° liner were revised to a biolox head and sleeve and another 36e 10° liner.

Event description:
It was reported the patient's right hip was revised due to: elevated ion levels, trunnion wear, and metallosis. A head and liner exchange were performed (rep confirmed there are no allegations against the revised liner). An lfit v40 cocr head and 36e 10° liner were revised to a biolox head and sleeve and another 36e 10° liner.

Manufacturer narrative:
An event regarding abnormal ion level and corrosion involving a metal head was reported. The corrosion event was confirmed via photographs. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs note the following: metal head taper was observed to have black material. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow- up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.